Event description:
It was reported that the user experienced recurrent low blood glucose events, predominantly overnight, while using the ilet system, and the caregiver inquired about possible pump adjustments to prevent further events; troubleshooting and education were completed, and the user was assigned for additional training. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included the need for user intervention to correct low glucose. Investigation included case assessment and user education with assignment to additional training. Investigation of this case revealed no confirmed device malfunction, and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.